Event description:
It was reported that the patient was hospitalized for pneumopathy and experienced peritonitis coincident with peritoneal dialysis (pd) therapy. While in the hospital, the patient was switched to continuous ambulatory peritoneal dialysis (capd) and the solutions used were changed. The patient received corrective treatment for the aseptic peritonitis with vancomycin, fortum, and amikacin. The patient recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed as there was no sample for evaluation, and no device malfunction or use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.